Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. Upon arrival, the patient was noted to have absent pulsatility and minimal flow distal to the impella insertion site in the right groin, raising concern for limb ischemia and vascular compromise below the access site. Vascular surgery and cardiology evaluated the patient jointly and agreed that device removal was the most appropriate course of action. This decision was based on the patient¿s favorable hemodynamic and cardiac recovery following revascularization, including recovered ejection fraction, no requirement for inotropic or vasopressor support, and a mean arterial pressure of approximately 90 mmhg, suggesting adequate native cardiac function without ongoing need for mechanical circulatory support. The patient survived to explant. Limb ischemia may have resulted from vascular compromise below the access site during impella support.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.